Event description:
It was reported that a minicap transfer set became detached and leaked. This was described as ¿during disconnection, they observed detachment of the transfer line from the catheter, causing peritoneal fluid leakage¿. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to e1: initial reporter first name: (B)(6) (previously submitted as ni). Correction made to e1: initial reporter last name: (B)(6) (previously submitted as ni). Correction made to e1: initial reporter city: (B)(6) (previously submitted as ni). Correction made to e1: initial reporter phone no.: (B)(6) (previously submitted as ni). Correction made to e1: initial reporter e-mail: (B)(6) (previously submitted as ni). Additional information was added to b3/d10, h6 and h11. B3/d10: the event occurred on an unspecified date in october 2025. H11: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. The photographs were reviewed and showed a separation between tubing and the main body. The reported condition was verified. The cause of the separation was undetermined. However, the assembly between the female connector/mainbody assembly and the silicone tubing is a friction fit and not a solvent bond. A strong tug on the tubing could cause a separation and contribute to a leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.